Event description:
The pt was admitted in 06/2001 via the emergency department with an "occluded catheter". The pt had been unable to dialyze due to a leak in pt's tesio catheter which was in the right subclavian. The pt was found to have a crack at the skin level. Pt was admitted to have it repaired or possibly exchanged. The pt was taken to the interventional radiology department where it was found that the catheter was brittle and would break with tension, therefore, the catheter was replaced. The pt returned to their room. Later in the evening the pt was discharged. Pt was getting dressed, with the assistance of their family member, and fainted and fell. The pt began bleeding from the catheter on their left subclavian. The right one, which had just been repalced, was intact. The pt became unresponsive. A code was called. The pt suffered a blood loss of about 100 to 200cc. The pt was admitted to the intensive care unit with a questionable air embolus. The pt remained comatose and unresponsive. In 06/2001, a do not resuscitate order was placed and they were transferred to hospice care. The pt expired 6 days later.